Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in clinic. Technical services (ts) reviewed per request. Ts advised left ventricular (lv) loss of capture (loc) was followed by right ventricular (rv) loc and resulted in ventricular fibrillation (vf). Vf was terminated with appropriate anti-tachycardia pacing and shock therapy. Review of device data exhibited intermittent lv loc. Ts advised findings appear more physiological than an indication of a lead anomaly. An in-clinic evaluation was completed and no abnormalities were identified. In addition, lv outputs were lower than expected. Reprogramming was completed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.